Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04381, 3006705815-2019-04384. It was reported the patient¿s ipg was explanted due to a lead being exposed. It is unknown which lead was exposed as such both leads are being reported. During the ipg explant, the physician cut the leads on (B)(6) 2019 and partial was left implanted. Further information received indicates there was an infection at the ipg pocket site. Patient was placed on oral antibiotics. Surgical intervention may take place at a later date to explant the partial leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.